Manufacturer narrative:
Device evaluated by MFR. : a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The balloon was also unfolded which indicated it had been subjected to positive pressure. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. A balloon pinhole leak was identified 20mm distal to the distal edge of the proximal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified shunt. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 5.0 x 40, 75cm mustang¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified shunt. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 5.0 x 40, 75cm mustang¿ balloon catheter. No patient complications were reported.